Event description:
It was reported by the physician that the patient was having break through seizures and wanted the vns device checked. The physician planned to bring the patient in to have the vns device checked. No additional relevant information has been received to date.